Event description:
It was reported that was reported that there were high electrode impedances that looked like a broken lead on a vectris lead during implant. It was noted that a manufacturer representative performed an impedance check multiple times with a surescan ultra. The manufacturer representative swapped in a non-surescan restoresensor device and queried impedances a couple of times and the impedance numbers came down. The manufacturer representative swapped the surescan ultra back in and queried the impedances and the numbers remained in acceptable range. It was noted that this occurred during initial implant and the manufacturer representative took steps and was able to resolve the impedance levels after a fair number of iterations.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID 37714, serial# unknown, product type implantable neurostimulator. (B)(4).